Event description:
A peritoneal dialysis (pd) pt reported finding a fluid leak following her discontinued treatment. The pt canceled treatment after receiving an "air detected in cassette" cycler alarm and when she opened the cassette door she found fluid leaking from the cassette. The pt stated she would contact her pd nurse, the set was not made available for eval. During follow up the pt's pd nurse reported that the pt did not have any signs of infection. She was not prescribed any antibiotics. No adverse event reported at this time.

Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation, and the lot number was not able to be obtained to date. Distribution records were reviewed to identify potential lots of this product shipped to the customer over the past three months. Batch record for the lots identified were reviewed and confirmed there were no deviations or non-conformances during the mfg process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.